Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriately a commanded shock during a visit in the clinic. The device was behaving appropriately, and all measurements were within normal limits prior to the visit to the clinic. No changes were performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter first name.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriately a commanded shock during a visit in the clinic. The device was behaving appropriately, and all measurements were within normal limits prior to the visit to the clinic. No changes were performed. This device remains in service. No further adverse patient effects were reported.